Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare field representative that an rt265 infant dual-heated evaqua2 breathing circuit came apart during use. It was reported that the patient desaturated briefly but recovered quickly without harm.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed that the straight connector on the expiratory limb at the patient end was cracked across the entire length of the collar. Two minor cracks were observed at the opposite side of the straight connector. A lot check could not be performed as no lot information was provided. Conclusion: we were unable to determine what has caused the connector to crack. All rt265 infant evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer has confirmed that the subject breathing circuit was in use for 7 - 14 days before the damage was observed, which indicates that the circuit became damaged during use. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "This product is intended to be used for a maximum of 7 days."